Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. One day after onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated for the peritonitis with two unspecified antibiotics (doses and frequencies not reported) one was administrated intraperitoneally and the other was an intravenous drip. Twelve days after the peritonitis onset, pd therapy was discontinued and the patient was transferred to hemodialysis therapy. Subsequently, and at the time of this report, the patient was still in the hospital, the antibiotic treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available.